Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states he received alarms. Customer's blood glucose was 45 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer advised he already had an upgraded insulin pump and he was assisted in programming it. No further information provided.